Manufacturer narrative:
No product was returned however the user manual "warnings" section states "clamp the fluid path tubing and/or disconnect the tubing from the enteral access device before removing the medication cassette reservoir from the pump to prevent uncontrolled delivery of medication". If this is not done medication may "leak" from the disposable (cassette and tubing). It should be noted that it is the responsibility of the health provider and/or caretaker to ensure the proper pump with the proper program is being used in the proper manner at the proper time. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the service center and age / condition of the pump, as it does not indicate a problem with the initial manufacture or prior repair of the device. It is unknown if report sent to FDA. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device leaked medication during the use of the pump for a few days. The reporter was unsure if the leakage occurred from the cartridge itself or the cartridge and tubing connection and as a result the pump was wet inside. It was reported that the patient felt short of breath and her lips were bluish during that time. When the patient changed the cartridge as scheduled and used another pump she had severe headaches, vomiting, diarrhea and became dehydrated, then ended up in the hospital for days. Also as reported, the patient was about to pass out and blood pressure was too low which led to the patient being hospitalized.